Event description:
The reporter stated that leakage occurred on the flush device during the priming of saline. A linear crack was observed on the flush device. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
One sample was received with a visible crack in the body of the trigger flush. Cracks of this type occur periodically during assembly of the plug into the body; therefore, trigger flushes are 100% visually inspected for cracks during the assembly process. It appears the sample was inadvertently missed during inspection. As a corrective/preventive action, the press machine was adjusted in may 2007 with a new set of blocks, and preventive maintenance procedures were updated to reduce the likelihood of cracking of the body. The unit in question was manufactured before these corrections were in place. The device history was reviewed and was acceptable. Smiths was able to confirm the issue and determine the cause. According to the complaint tracking database, there have been no reported issues of this type for this product code since the corrections have been in place. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.